Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple altitude alarms after the pump became wet during water aerobics classes. There was no impact to the customer's blood glucose levels. After a temporary delay, customer was able to clear the alarms and resume insulin delivery.